Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, it was reported that the patient experienced inaccurate continuous glucose monitor values which occurred an undisclosed number of days after the sensor had been inserted into an unspecified location. At 2:10 am the morning of the event, the patient was sleeping and received a sensor fail, error code, wait up to 3 hours message. Five minutes later, she had a hypoglycemia and did not wake up. The patient's mother treated her with glucagon and she recovered. At some point, the continuous glucose monitor was reading 260 mg/dl and the blood glucose reading was 127 mg/dl. At the time of the report, the patient was at baseline. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.